Manufacturer narrative:
H10: additional manufacturer narrative: additional information received from the customer indicating that their investigation confirmed that the edward valves were not identified as the fomite. Edwards investigation also concluded that there was no investigational evidence of early endocarditis in all cases reported by this site.  H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11: corrected data: section g4 on the FDA initial report no 2015691-2020-14800, was submitted as (B)(6) 2020, and should have read (B)(6) 2020.

Manufacturer narrative:
Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset occurs at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The root cause of this event cannot be conclusively determined with the available information. However, it is likely that procedural related factors may have caused or contributed to the event. The subject device was not returned for evaluation due to infection and as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Please reference MFR report #2015691-2020-14246 & 2015691-2020-14247 that were submitted for other adverse events related to this patient.

Event description:
Per the valve coordinator, the hospital's internal infection control department is currently conducting an investigation on the cause for cluster infections, and requested an investigation on the implanted valves as a potential root cause (early endocarditis). They are currently conducting bacterial phenotyping. It was noted that there were other valves from different manufacturer involved in this cluster. No other details were provided. Per medical records, the 27mm 7300tfx mitral valve was explanted after an implant duration due to prophylactic reason on pod #1 to repair an av dissociation. There was hemorrhagic shock and bleeding. A 25mm 7300tfx mitral valve was implanted in replacement. The patient's newly replaced 25mm 7300tfx mitral valve and 21mm 11500a aortic valve were subjected to sepsis likely brought on by serratia and klebsiella pneumonia. The patient experienced cardiogenic and septic shock, multi-organ failure, a-fib/flutter, and chb. On pod #7, the patient expired due to complications from a ventricular perforation, which occurred during the initial mvr, avr, tv repair and laa procedure, prior to the mvr redo. There was no investigational evidence of endocarditis on all valves; however, the possibility of early endocarditis exists for 25 mm 7300tfx mitral valve and the 11500a aortic valve, due to septic conditions.

Manufacturer narrative:
UDI # (B)(4). Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset occurs at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device was not returned for evaluation due to infection and as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Please reference MFR report #2015691-2020-14246 & 2015691-2020-14247 for the report submitted on the patient's explanted mitral valve and aortic valve.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve was explanted after an implant duration due to prophylactic reason on pod #1 to repair an av dissociation. There was hemorrhagic shock and bleeding as well. A 25mm 7300tfx mitral valve was implanted in replacement. Of note, the patient's newly replaced 25mm 7300tfx mitral valve and 21mm 11500a aortic valve were subjected to sepsis likely brought on by serratia and klebsiella pneumonia. The patient experienced cardiogenic and septic shock, multi-organ failure, a-fib/flutter, and chb. The patient expired due to ventricular perforation, which occurred post redo mvr, avr, tv repair, laa, and CABG x3. The hospital's internal infection control department is currently conducting their investigation, including bacterial phenotyping. It was noted that there were other valves from different manufacturer involved as well. No other details were provided. There was no investigational evidence of endocarditis on all valves; however, the possibility of early endocarditis exists for the implanted 25mm mitral valve and 21mm aortic valve.